Event description:
It was reported by a medical professional, that the patient called them and stated that her allergist suspected that she was allergic to the metal anterior cervical implants that were implanted in 2008. It is unknown what kind of symptom that patient is having.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event.